Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2011; 5086mri52 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013.

Manufacturer narrative:
(B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no information. Information identified in the manufacture¿s data base indicated the patient died approximately 10 months post implant of the ipg system. A cause of death was requested and not received.